Manufacturer narrative:
The flowrate test was performed on z-800f infusion pump, serial number (B)(6) by running flowrate testing protocol in the above section, the issue was not confirmed the flowrate was 118.94 and the deviation was -2.61 the pump is operating within specifications.

Event description:
Healthcare professional reported "issues with not infusing". Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.